Event description:
A customer reported a cgm error 42 with their device. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with information to perform a pump reset, guided them through the reset process, and advised them to wait 20 minutes to start a sensor session, which resolved the issue as the cgm error code did not reappear after the reset.